Event description:
The account alleges the bed will not place a nurse call. No patient was in the bed and no injury reported.

Manufacturer narrative:
The account replaced the patient nurse call membrane to resolve the issue.